Manufacturer narrative:
The field service engineer (fse) found ise syringe seals and a reagent syringe were leaking and replaced the seals. The bath subassembly was changed as a precautionary measure. Ise checks and precision checks were acceptable.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. Patient 1 initial na result was 98 mmol/l. The initial cl result was 144.4 mmol/l. The repeat na result was 137 mmol/l and the repeat cl result was 101.5 mmol/l. The sample was sent to an external lab where the cl result was confirmed (100 mmol/l). No questionable results for patient 1 were reported outside of the laboratory. Patient 2 initial na result was 102 mmol/l. The initial cl result was 137.9 mmol/l. The repeat na result was 139 mmol/l. The sample was sent to an external lab where the cl result was 101 mmol/l. The questionable results for patient 2 were reported outside of the laboratory. The na cartridge lot number was b49 with an expiration date of 01-feb-2021. The cl cartridge lot number was z08 47 with an expiration date of 30-dec-2020.

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The customer has not complained of any further issues. The investigation determined the service actions resolved the issue.